Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.

Event description:
It was reported that the event occurred in the cardiac thoracic unit when the perfusionist was on rounds while assessing the pt after 12-30 hours of therapy. Indication for use: pre op intra-aortic balloon pump (iabp) support. The sheathed intra-aortic balloon (iab) was inserted via femoral artery. The perfusionist checked fluid aline waveform by changing aline source to transducer, waveform was "elevated and straight." The perfusionist was unable to withdraw at the stopcock, therefore, the aline extender piece was removed. When the extender piece was removed (intention was to draw back directly from the central lumen instead of via extender piece), the "plastic male piece at the end of the luer was left in the metal portion of the iab aline." It is unk if this piece snapped off when removing the extender piece or if it was broken prior and the cause would be central lumen non patent. As a result, the iab was removed from the pt without incident. The iab was not replaced since the pt was stable and did not need iab therapy at that time. There was no delay in therapy noted. No medical/surgical intervention was needed. There was no report of pt death or injury. The pt outcome is the pt was stable with no complications. The clinical nurse specialist/educator was in the room when the perfusionist removed the aline extender and did not feel that the perfusionist used force to remove the extender from the iab and felt that it came off "easily." The clinical nurse specialist educator also stated that they had verified that the aline pressure bag was adequately full of fluid and all the connections were tight without signs of leaking. Also, the nursing manager critical care stated that it is unk how long the aline was "clotted" since the aline was not being directly monitored at all times. Iab removed due to assumed clotted central lumen. The hospital is deciding at this time if and when they will release the iab to us.